Event description:
The product was used during a laparoscopic total colectomy procedure. Reportedly, the instrument did not cut and was difficult to open. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.